Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited foreign objects in the forceps channel. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field: h3, and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. It was likely caused by deviation of the reprocessing method from the instruction manual may have caused the foreign material to remain. The instruction manual states the detection method associated with the event in "instructions, operation manual for urf-v3 chapter 3 ¿preparation and inspection", and preventative measures in "instructions, reprocessing manual for urf-v3 chapter 5 ¿reprocessing the endoscope¿ ". Olympus will continue to monitor field performance for this device.